Manufacturer narrative:
A device history record review of the reported lot number, p101173x, confirmed that the product was produced accomplishing quality requirements and released according to established procedures. One packaged sample was received for evaluation. A visual inspection was conducted, and foreign matter was observed on the needle of the hooded needle assembly. The needle was looked at 7x magnification for evaluation of the foreign matter. The foreign matter appears to be orange plastic material from the hooded needle hub. From the evaluation of the returned sample, the most likely root cause for the foreign material on the needle is particulate from the needle hub became stuck to the needle during the manufacture of the hooded needle that was attached to the sample. Under 7x magnification it was noted that the foreign material had an orange appearance which was similar in nature to what the hub is made from. Every precaution is taken when manufacturing this product to prevent contamination by foreign materials. During manufacturing, syringes are assembled using automated equipment, with a minimal amount of handling during processing. The machines, molds, syntrons, hoppers and trays are wiped down regularly. Totes are lined with plastic bags to prevent contamination. A formal corrective and preventative action is not necessary at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported before opening the package they noticed there was something on the needle.